Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross dilator. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information.

Event description:
It was reported a pericardial effusion (pe) occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac kit was selected for use. A transesophageal echocardiogram (tee) performed prior to procedure confirmed there was a presence of a clot in the left atrial appendage (laa) due to the recurrent falls the patient experienced. The physician decided to perform transseptal puncture (tsp) using versacross connect and watchman double curve access sheath. The physician had difficulty visualizing tenting on the septum as the patient had pectus excavatum, which lead to a rotated heart. An intracardiac echocardiography (ice) catheter was used visualize the fossa ovalis (fo) a little better but had no success. One of the pacemaker leads was on top of the fo making the visualization even harder. Tee was utilized for better visualization and a mid/mid stick was taken for tsp. A 24mm watchman device was being prepared and the physician performed tsp. At this point, patient's vitals went down and the anesthesiologist noted the effusion was growing. The physician was not able to tap the patient successfully, so the patient was sent to operating room help with the effusion and to clip the appendage. The patient survived the surgery and was stable. They were sent to hospitalization to stay overnight and was later discharged and expected to do a fully recovery. The versacross wire was never near the appendage, nor go inside the left atrium appendage. The device is not expected to be returned for analysis (disposed). In the physician's opinion, the transseptal puncture contributed to the patient complication. There was multiple position attempts made.